Event description:
It was reported that interrogation of this pacemaker during an in clinic follow up, noted that the battery went from a status of three years remaining, to one year remaining 10 months later. The patient was noted to have chronic atrial fibrillation (af)/atrial flutter. Analysis of device memory confirmed a high power consumption condition due to high rate atrial sensing, in addition to the signal artifact monitor feature being installed with the minute ventilation feature programmed on. The device was reprogrammed to vvir and atrial sensing was programmed off. Boston scientific technical services (ts) discussed that the power consumption should begin to lower. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned to boston scientific, and as a result the associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. This is not a failure mode. Device is operating within specification. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that interrogation of this pacemaker during an in clinic follow up, noted that the battery went from a status of three years remaining, to one year remaining 10 months later. The patient was noted to have chronic atrial fibrillation (af)/atrial flutter. Analysis of device memory confirmed a high power consumption condition due to high rate atrial sensing, in addition to the signal artifact monitor feature being installed with the minute ventilation feature programmed on. The device was reprogrammed to vvir and atrial sensing was programmed off. Boston scientific technical services (ts) discussed that the power consumption should begin to lower. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that interrogation of this pacemaker during an in clinic follow up, noted that the battery went from a status of three years remaining, to one year remaining 10 months later. The patient was noted to have chronic atrial fibrillation (af)/atrial flutter. Analysis of device memory confirmed a high power consumption condition due to high rate atrial sensing, in addition to the signal artifact monitor feature being installed with the minute ventilation feature programmed on. The device was reprogrammed to vvir and atrial sensing was programmed off. Boston scientific technical services (ts) discussed that the power consumption should begin to lower. No adverse patient effects were reported. This product remains implanted and in service.